Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrodes 2-8 (all greater than 40k) exhibited high impedance. Manufacturer representative (rep) also reported patient had loss of stimulation, and saw "settings not available" message. The device was interrogated, impedances were read, and reprogramming was performed to avoid the electrodes with high impedances. The issue was resolved. Cause of the high impedances were unknown. The rep indicated they would send any further information as they become aware.